Event description:
Event description cpi received information that during an attempted implant the implantable cardioverter defibrillator (ICD) underwent a reset and afterward manget tones could not be obtained. The ICD was not implanted.